Manufacturer narrative:
This supplemental report is being submitted to provide the investigation results. The customer was unable to provide the required information. The information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.the component code in h6 was corrected and the manufacture state was added as it had been previously omitted in section d3 and g1.

Event description:
The customer reported a false negative via social media using the binaxnow covid-19 ag self test. Confirmation testing (method unknown) was performed at the emergency room using an unknown sample and generated a positive result. The patient was reported to be symptomatic. There was no patient treatment required. There was no patient harm reported.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
The customer reported a false negative via social media using the binaxnow covid-19 ag self test. Confirmation testing (method unknown) was performed at the emergency room using an unknown sample and generated a positive result. The patient was reported to be symptomatic. There was no patient treatment required. There was no patient harm reported.